Event description:
It was previously noted that the both the physician and the patient's mother attributed the change in the patient's seizure pattern to the patient's new diagnosis and puberty. It can therefore be concluded that the new seizures are due to external factors and not related to vns.

Manufacturer narrative:
H3. Device evaluated by MFR?; no: code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation. Corrected information; follow-up MDR #1 did not update h3 prior to submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 'defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the patient's mother, that the patient is currently having an increase in seizure activity. An update was later received reporting that the pt. Was diagnosed with lyme's disease and lupus. Per the patient's mother, the increase in lupus medication may be the cause of the increase in seizure activity. Clarification was received from the patient's mother that the patient has not had an increase in their seizures, but rather their seizures are different. The patient's mother attributes the new seizures to the patient's new diagnosis and puberty. It was also noted that the physician adjusted the patient's device at their last visit and it seems to be helping. No other relevant information has been received to date.